Manufacturer narrative:
Customer reported six devices of the same model number with the same failure issue on the same day. These events are captured in medwatches with patient identifiers (B)(6). Devices in medwatches with patient identifiers (B)(6) and (B)(6) are from the same lot. This medwatch is for the patient identifier (B)(6). The device is discarded by the customer and will be not returned; as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported by the customer for this event, during a therapeutic digestive procedure a short circuit error message was received for the device, and the device teflon pad was found to be worn. No part of the teflon pad had fallen off. The procedure was completed with a new similar device with a delay of approximately 15 minutes. There is no harm or adverse impact to the patient. Patient outcome was good. Customer reported six devices of the same model number with the same failure issue on the same day. The physician for all the events was the same.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. However, it is possible to infer the cause from the results of past similar investigations. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The intensively worn of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the short circuit error and the contact marks on the non-insulated area of the grasping section and the probe. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.